Event description:
It was reported that during a robotic gastric sleeve procedure, on the third firing of the procedure using green reload and seamguard. First two firings were black reload with seamguard. Waited twenty seconds before firing and fired in three segments waiting five to ten seconds between each. Stapler fired and knife damaged reload in two separate locations. Staples did not form correctly on specimen side. Case completed by oversewing the staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the following information was requested, but unavailable:

Manufacturer narrative:
(B)(4) = anvil, cartridge, one piece sled, drivers. Based on the photographic evidence of the subject ple60a device utilizing a green cartridge, unformed and non-deployed staples can be confirmed, however, the photographs do not provide evidence relative to what may have caused the issue. The hands-on analysis found that one ple60a device was returned with the anvil bent upwards and with an ecr60g cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.